Event description:
The facility reported an infusion pump stating that the morphine drip emptied too soon. This event occurred during patient infusion in 2007, at 3:29 p.m. According to the hospital representatives there was no patient injury or medical intervention reported. No additional information or contact was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA february 20, 2007. Evaluation summary:evaluation was performed and the reported condition of overinfusion was not confirmed and could not be duplicated. However inspection of the pump revealed channel a failed accuracy testing with underinfusion. The pump head module on channel a was replaced. The pump was tested for proper operation and pump found to function properly.